Manufacturer narrative:
The investigation for the aneurysm of the graft and high purge pressure has been completed. Pump was not returned for investigation. The data log were reviewed which shows a 50-hour gradual rise in purge pressure, followed by an active purge pressure high alarm, which returned to the normal range in 2 hours with a decreasing trend. No motor current spike was reported during the case. Purge pressure was reported low (200mmh) for about 4 hours, with a gradual decreasing trend, and there was a 28-hour difference before the high purge pressure rising trend started. According to the clinical findings, tissue plasminogen activator (tpa) successfully resolved the high purge pressure. Additionally, a CT scan revealed an aneurysm on the graft. The cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the high purge pressure issue was most likely biomaterial based on data log review and given clinical details. Added-b2-selected required intervention to prevent permanent impairment, h6 impact code 4644.

Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complaint reported a male patient was implanted with an impella 5.0. The medical doctor reported high purge pressure. The implantation was very difficult. The doctor was considering replacing the impella. The option of tissue plasminogen activator lysis was discussed. It was reported that during impella 5.0 support, the patient underwent a computed tomography scan that revealed an aneurysm on the graft that had been being monitored. The patient eventually expired. Upon review by abiomed's medical safety officer, there is not enough information to associate the use of the impella device with the patient¿s outcome.